Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 72 mg/dl and the sensor glucose were 120 mg/dl at the time of the incident. Insulin delivery was suspended due to sensor glucose values. The customer was advised issue is most likely due to sensor not situated properly preventing the sensor from properly tracking changes in glucose. Customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Suspend on low limit in sensor settings is 70. Products will be returning for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and performed visual inspection and found contact pad to be damaged (wrinkled). Unable to confirm customer received sensor in said condition due to customer returned opened/used. Unable to confirm adhesive anomaly due to sensor was returned opened/used. Unable to performed or reproduce skin irritation in lab.